Event description:
It was reported that a balloon pinhole was noted. The target lesion was located in the superficial femoral artery. An 8.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilatation. During the procedure, the balloon would not inflate, and a hole was noted. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the distal markerband. No leaks or issues was noted with the shaft of the device.

Event description:
It was reported that a balloon pinhole was noted. The target lesion was located in the superficial femoral artery. An 8.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilatation. During the procedure, the balloon would not inflate, and a hole was noted. The procedure was completed. No patient complications were reported.